Event description:
It was reported that the patient experienced no stimulation sensation. The patient was on program 4 at 5.3v and no stim sensation. The patient had a biopsy done 2 months ago and he had not felt any stim since. The patient was not able to control their urine and was wearing depends. The patient's right side was numb and they had pain over the stimulator. The patient changed to program 3 at 5.6v. The patient went all the way up to 7.1v and did not feel any stimulation. The patient had concerns that the physician cut a nerve or a lead during the biopsy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v327760, implanted: 2009 (B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).